Manufacturer narrative:
Analysis was performed at an authorized bench repair facility by a philip bench repair technician (brt). Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to have sound, it was replaced per current process, and the unit was returned to the customer. Based on the information available in the case and the testing conducted, the evaluation could not replicate the reported issue. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that variation d2 is showing negative. The device was not in use on a patient at the time of event, there was no adverse event reported.